Manufacturer narrative:
Concomitant medical products: product ID: icf09b58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and dizziness, two weeks post generator change procedure. The implantable pulse generator (ipg) was checked and no capture was observed. It was also reported that the set screw was loose and the ipg was not working in unipolar nor bipolar mode. High impedance was also noted on the right atrial (ra) lead and right ventricular (rv) lead. Ipg was explanted and replaced and ra and rv lead remains in use. No further patient complications have been reported as a result of this event.